Manufacturer narrative:
H6: a follow up report will be sent when the investigation is complete.

Event description:
Reported via mw5175563: that during a procedure, while turning the craniotomy flap, the router broke. It was also reported that the broken piece remained in the patient. It was further reported, that there was no medical intervention and no delays as a result of this event, and that the procedure was completed successfully.

Manufacturer narrative:
Medwatch report received on 03-oct-2025, reportability awareness date updated to reflect this.

Event description:
No new information.